Event description:
Although requested, no supporting data for the system and run or patient information was provided. An investigation is currently ongoing. A customer alleged generating false-positive results when using a cobas ® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas ® liat ® system. According to the customer the initial sample generated a positive result target unknow. Although requested, no supporting data for the system and run ID/ target were provided. The discrepancy was between the results generated with the liat® analyzer and the thermo fischer assay. To date no harm is alleged. An investigation is currently ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
Investigation of the data indicates that all runs showed no issues and the results are considered correct. Discrepant results can occur for a variety of reasons. Discrepancies between results of highly sensitive molecular tests can be observed for respiratory viruses when specimens contain very low concentrations of the analyte (i.e. Viral load). Specimen-to-specimen variability in the concentration of viral rna may occur due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. As a result, it is important to recognize that discrepant results between the cobas® liat® system and another highly sensitive molecular test may not indicate the cobas® liat® system result is erroneous. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods. (B)(4).